Event description:
The physician reported three months after treatment in the lip line with juvederm ultra plus xc, the pt experienced "movement of the juvederm to the chin area and became a knot." Due to a family history of cancer, a biopsy was performed. The biopsy confirmed hyaluronidase granuloma. Pt does not have any allergies, or any significant medical history. Concomitant therapies include hormones and ambien for sleep occasionally. Further follow-up with the health professional noted the pt had a 1mm scar at the site of the biopsy. The health professional also noted the knot was "probably not" associated with the juvederm ultra plus xc. The pt was treated with hyaluronidase in which the doctor believes the intervention was required to preclude the worsening of symptoms that could have led to permanent injury.

Manufacturer narrative:
(B)(4). Evaluation summary: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The attributability is then impossible to determine.